Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer received a no delivery alarm. Customer's blood glucose was 556 mg/dl. Troubleshooting was performed and customer was advised that no delivery was caused by set / reservoir occlusion. Customer was also advised that insulin pump was functioning as designed. Customer requested for insulin pump to be replaced. Customer continued to troubleshoot and reported that only a drop on insulin pump came out after changing tubing.